Event description:
The customer was found passed out. 911 was called, the customer was complaining of chest pain and dizzines.. Their blood glucose was taken and a result of 30mg/dl was received. The customer was given an IV of sugar and taken to the hosp. The hosp tested the customers blood glucose and received a result of 67 mg/dl. They gave the customer breakfast and then received a result of 74 mg/dl. The customer then went home. The customer was taken off of medications until next doctors visit. At home the customer tested with their device and received a result of 240mg/dl and 214mg/dl. No controls were being used. A request was made for the return of the suspect device and replacement product was sent.